Event description:
The device could not be interrogated or reprogrammed after receiving an external shock for ventricular fibrillation. An error message on two different programmers was observed. The device was explanted and replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The device was received in normal working condition. Electrical and mechanical tests indicated normal device functionality. Radiofrequency (rf) and inductive interrogations were performed successfully on various programmers with different software versions. The device also repeatedly passed telemetry open-channel tests on different merlin programmers. The device went through an external shock based on the reported field event and there is not enough information to determine if the shock had anything to do with the error message reported. The reported event of pacer interrogation difficulties with an error message was not confirmed.